Event description:
It was reported to philips that the heartstart mrx defibrillator showed a shock failure during the opcheck. The device would not charge to 150 joules, could not charge, and could not shock. The status log showed several shocks and pacing failures. There was no pt involvement.

Manufacturer narrative:
(B)(4).